Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the ok keypad button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: on investigation, all buttons responded properly. The keypad rubber was undamaged. The keypad cover was removed and no contamination or damage was found to the key contacts. The pump¿s cover was removed; no intermittent condition was found to keypad flex/connector. Investigation did not confirm nor duplicate the complaint.